Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap cholecistectomy - "clip were applied onto cystic artery, cystic duct and onto accessory cystic ducts (patient presented additional cystic ducts). First postoperative day, bile was found on drainage catheter. In surgeons opinion (but it wasn't verified) accessory cystic duct could be so thin that clip could not correctly seal it. Surgeon reports he doesn't heard no "final click." Event was reported to (B)(6) on may 9th 2016. Event sample not available becasue it was thrown away." Type of intervention - "no any intervention required but prolonged hospitalization was necessary." Patient status - good.

Manufacturer narrative:
On march 18, 2016, applied medical issued a voluntary class ii recall of the ca090 direct drive clip applier due to increased customer feedback indicating inconsistent clip application, which has the potential to lead to unoccluded vessels. An internal corrective and preventative action (CAPA) has been initiated to conduct a thorough investigation and implement appropriate corrective actions. FDA has issued recall number z-1621-2016 for this recall. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.